Event description:
During evaluation of a returned spectrum pump, the device battery had intermittent power and that the device is powering off when pushing on the wireless battery module. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device battery had intermittent power and the device is powering off when pushing on the wireless battery module. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation determined the causality to be the rear case . The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.